Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. The ipg pocket was relocated to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the ipg was revised on 01 (B)(6) 2021 to address the issue.